Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; bg value was not provided. Reportedly, customer would change out all pump supplies to address elevated bg levels. Multiple attempts were made by tandem technical support (cts) to follow-up with the customer on the reported issue, and contact declined further troubleshooting with cts.